Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Review of the alert details determined it was due to intrinsic beats. Loss of lv capture observed on presenting egm and the last successful lvat measured as 1.4v @ 0.4ms five days prior to the alert being triggered. Pacing output on the lv channel is fixed at 3.5v. In office review was recommended. This alert will not retrigger until the device is interrogated with a programmer. The observations were documented, and the system remains in service. No adverse patient effects were reported.